Manufacturer narrative:
The associated complaint device was returned and evaluated. A lab analysis was performed and this examination showed facture of the tibial post from the journey ii bcs insert and features of deformation and wear on the insert. Wear observed on the articular surfaces of the insert was likely caused by third body debris. The causes of the post fracture on the tibial insert could not be determined from the investigation of the device. Medical records report axial instability of the total knee arthroplasty and an increase in the thickness of the tibial insert from 9 mm to 13 mm at revision. These conditions indicate potential laxity of the total knee arthroplasty and could have caused or contributed to posterior subluxation of the tibial insert and fracture of the tibial insert post. No evidence of material or manufacturing deviations were observed in this investigation. A clinical evaluation was conducted and based on the documentation provided, possible laxity and/or quad atrophy could have been potential contributing factors to the reported event, although the root cause could not be definitively determined. The patient impact beyond the reported pain and revision procedure due to the reported ¿mechanical failure¿ cannot be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Should information become available this complaint can be re-assessed. Available this complaint can be re-assessed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a tibial post component broke inside the patient after 3 years and 8 months of implanted. The patient underwent a revision surgery of the right knee for a new implant installation.